Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gastroscopy with esophageal biopsy procedure performed on (B)(6), 2011. According to the complainant, bleeding was noted after taking a biopsy. The bleed was immediately treated using a resolution clip. However, the following day, the patient presented with melena. Blood work was performed which revealed a drop in hemoglobin. The patient was admitted to the hospital and had a second resolution clip placed during a follow-up gastroscopy. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. The patient was discharged after one day. Additionally, the patient's condition was reported as being okay

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.